Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via email that the insulin pump alarmed motor error. Customer received another alarm while bolusing. The customer received other alarms. The customer's blood glucose was unknown. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No a17 or a21 alarm noted. No motor error alarm noted and the motor passed motor test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.